Event description:
It was reported that the catheter leaked. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 4 fr groshong nxt catheter was returned for investigation. The stylet and hub assembly were returned within the catheter. The stylet hub stem extended 7mm from the proximal end of the catheter. Two bends in the stylet within the catheter were observed near the 30 cm and 35 cm depth markers. The sample was pressurized and a spraying leak was observed near the 34 cm depth marker approximately 1 cm from the proximal bend location. Microscopic observation of the leak location revealed two splits. One split was in a "v" shape and the other had a slight curvature. The splits were not longitudinally aligned. The length of catheter with the splits was cut to observe the inner surface. The split surfaces appeared to be smooth. Based on the condition of the returned sample, possible contributing factors include sharp instrument damage and stylet damage to the catheter. Since the leak was observed near the bend in the stylet within the catheter, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recr2465 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr2465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter leaked. No other information was provided.